Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on an unknown date. According to the complainant, during routine follow-up a month after stent placement, it was noted that the patient had a bleed inside the cavity of the pseudocyst. Reportedly, the patient's inr measurements were low. The patient was treated with a blood infusion and interventional radiology. There were no further patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Describe event or problem updated with additional information received on october 26, 2016.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on an unknown date. According to the complainant, during routine follow-up a month after stent placement, it was noted that the patient had a bleed inside the cavity of the pseudocyst. Reportedly, the patient's inr measurements were low. The patient was treated with a blood infusion and interventional radiology. There were no further patient complications reported as a result of this event. The patient's condition was reported to be stable. ***additional information received on october 26, 2016: the complainant reported that the patient's bleeding was treated during interventional radiology by placing a coil. The physician then waited for decompression of the patient's pseudocyst, and the stent was removed from the patient approximately one week after the bleeding occurred.